Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a low out of range pacing impedance measurement of less than 200 ohms on the left ventricular channel. All other parameters were in acceptable range. No changes were made and the lv lead remains in service. No adverse patient effects were reported.